Event description:
It was reported that the device allowed the patient's body temperature to drop multiple times and during a specific event, almost 3 degrees within 2 hours. It was further reported that, as a result, the patient's heart rate dropped. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
It was reported to a stryker senior clinical nurse consultant that a patient had experienced bradycardia while being treated with an altrix unit in the past. She spoke with the nurse, and the nurse stated therapy was being interrupted due to concern of cooling rate and overshoot. This prevents the device for properly functioning. The customer could not provide the serial number of the device involved in order to further investigate the alleged issue and potential cause for the bradycardia; however, based on conversation with the customer, it is likely that this was not caused by an issue with the product. Based on this information, it was determined that the alleged condition was likely not due to any component level issue. This issue was resolved for the customer by providing further education on use of the device.

Event description:
It was reported that the device allowed the patient's body temperature to drop multiple times and during a specific event, almost 3 degrees within 2 hours. It was further reported that, as a result, the patient's heart rate dropped.